Event description:
It was initially reported that during a da vinci-assisted inguinal hernia repair procedure, a force bipolar instrument would not release its grip on tissue. Intuitive surgical, inc. (Isi) contacted the surgeon and received additional information on 16-dec-2020. The surgeon advised that the force bipolar instrument cable broke, and the instrument jaws locked on the hernia sac that was planned to be removed during the surgical procedure. Prior to calling for support with intuitive surgical inc. (Isi) technical support engineer (tse), the customer attempted to use the instrument release kit (irk) without pressing emergency stop (e-stop) and the irk would not work; the ¿wrench just spun¿. The surgeon opted to cut out the inguinal hernia sac with the attached stuck instrument at that point, which the surgeon said had been planned to be removed during the planned surgical procedure. The surgeon then undocked the system arm and removed the instrument and the cannula at the same time as the jaws of the instrument would not straighten. The surgeon was then able to proceed, and completed the procedure robotically. The patient was reported as doing well.

Manufacturer narrative:
Based on the current information provided, the cause of the intra-operative complication is unknown. Failure analysis of the device did not replicate the reported complaint. If additional information is received, a follow-up MDR will be submitted. Intuitive surgical inc. (Isi) has received the part associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. System error log review was conducted on (B)(6) 2020 for procedure on (B)(6) 2020 on system sk0066. While it was recorded that the user pressed the emergency stop (e-stop) button and the user recovered from a recoverable fault, there were no observed events in the system logs that would suggest a product issue and logged events are in line with normal system functionality. This complaint is reportable due to due to a reported unclamping issue. During a da vinci-assisted inguinal hernia repair procedure, a force bipolar instrument had an unclamping issue and the instrument jaws locked on the hernia sac. Prior to calling for support with an isi technical support engineer (tse), the customer attempted to use the instrument release kit (irk) without pressing emergency stop (e-stop) and the irk would not work. The surgeon opted to cut out the inguinal hernia sac with the attached stuck instrument to release the instrument. The surgeon said they had already planned to remove the hernia sac during the planned surgical procedure. After the surgeon undocked the system arm and removed the instrument and the cannula, the surgeon was able to proceed with the case. The procedure completed robotically.